Manufacturer narrative:
Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "exchange with no complaint against device". Healthcare professional later reported "device found deflated after explant surgery". This record is for the right side. Device was explanted. Device will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported event deflation was received on december 09, 2025, with lot number 3645703. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "exchange with no complaint against device". Healthcare professional later reported "device found deflated after explant surgery". This record is for the right side. Device was explanted. Device will be returned.